Event description:
It was reported by the customer that a pyxis medstation es system scanner not working. The customer reported that the scanner is unable to read the barcode. They noted that when they lift the scanner, it occasionally makes a sound, and the light is flickering, resulting in delays in the medication dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that scanner not working due to scanner cable. Field service engineer replaced scanner cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.